Event description:
Penile prosthesis ams 700 ultrex implanted november 1991. Malfunction since 04/97. 7/16/97 findings at time of operation: obvious disruption of the right cylinder on the proximal aspect just distal to the site of tubing. The outer layer was peeled off and densely adhered to the adjacent lining inside the corpora cavernosum. Replacement of inflatable penile prosthesis.